Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: camera turned off mid case tried same camera on a different ccu & same issue occurred. The failure(s) identified in the investigation is consistent with the complaint. Root cause: this issue is attributed to manufacturing assembly error with incomplete connection of the x-board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.